Event description:
It was reported that: on the afternoon of (B)(6) 2023, the patient underwent a right internal jugular vein catheter insertion surgery in the operating room. At 14:10 pm, the responsible nurse returned to the ward and checked the appearance of the dressing for completeness. There was no infusion on the same day and no flushing was performed. At around 8:20 am the next day, when replacing the internal jugular vein catheter dressing and rinsing the catheter, obvious seepage marks were found at the 3cm end of the catheter. Upon careful examination of the catheter, small cracks were found. After reporting to the doctor and head nurse, routine bedside procedures were performed disinfect, remove the internal jugular vein catheter, press the catheter placement site, check the integrity of the catheter, and apply a protective patch to protect the puncture site after no obvious bleeding. The patient complained of no obvious discomfort, and after 24 hours of education, remove the patch.

Manufacturer narrative:
(B)(4). The report of a leaking extension line was confirmed through complaint investigation of the returned sample. The customer returned one single-lumen cvc catheter. Signs-of-use in the form of biological material was observed on the extension line. Visual analysis revealed a small hole in the extension line. Microscopic examination confirmed the damage and revealed that the edges were angled and smooth, which is damage consistent with contact with sharps. Residue adhesive was observed in the location of the damage which is also consistent with dressing being applied in the location. The hole on the extension line measured 32mm via calibrated ruler from the luer hub. The distal extension line outer diameter measured 2.19mm via calibrated caliper, which was within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4224mm via calibrated pin gauge, which was within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion product drawing. Functional inspection was performed per IFU statement, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A lab inventory syringe filled with water was attached to the extension line and flushed. Water was observed leaking out of the hole on the extension line. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on the afternoon of (B)(6) 2023, the patient underwent a right internal jugular vein catheter insertion surgery in the operating room. At 14:10 pm, the responsible nurse returned to the ward and checked the appearance of the dressing for completeness. There was no infusion on the same day and no flushing was performed. At around 8:20 am the next day, when replacing the internal jugular vein catheter dressing and rinsing the catheter, obvious seepage marks were found at the 3cm end of the catheter. Upon careful examination of the catheter, small cracks were found. After reporting to the doctor and head nurse, routine bedside procedures were performed disinfect, remove the internal jugular vein catheter, press the catheter placement site, check the integrity of the catheter, and apply a protective patch to protect the puncture site after no obvious bleeding. The patient complained of no obvious discomfort, and after 24 hours of education, remove the patch.